Manufacturer narrative:
The insulin pump was received with moisture damage on the motor. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.